Manufacturer narrative:
Serial numbers: (B)(4). For 10 of the 12 reported events, a ge healthcare service representative performed a checkout of the system and confirmed the reported events. To resolve the reported events, the following parts were replaced: the bag to vent switch were replaced on 4 units, bag to vent microswitch were replaced on 2 units, the central processing unit replaced on 1 unit, bag to vent switch and interface board replaced on 1 unit, the gas inlet valve (giv) and solenoid on 1 unit, the inspiratory and expiratory flow sensors were replace on 1 unit. For 2 of the reported events, a ge healthcare service representative performed a checkout of the system and did not confirm the reported event.

Event description:
This report summarizes 12 malfunction events. A review of the events indicated that model 1011-9000-000 anesthesia gas machine experienced mechanical problems. 3 events were reported for malfunction resulting in loss of mechanical ventilation, 2 events reported for failure of the bag to vent switch to operate as expected, 1 event of malfunction while switching from manual to mechanical ventilation resulting in loss of mechanical ventilation, 1 event of malfunction causing no drive gas pressure preventing mechanical ventilation, 1 event of malfunction of the bag to vent switch preventing manual ventilation, 1 event of malfunction preventing selection of the desired mode of ventilation, 1 event of failure of the unit to switch to manual ventilation when requested, during preuse checkout, 1 report of mechanical ventilation would not start when selected, and unit did not switch back to bag mode during checkout. These reports were received from various sources. Of the 12 events, 7 did not involve patients, and 5 did involve patients. There was no patient information available.